Event description:
After inserting the saf-t-intima in 437b blood flow was observed. The device was secured and pulled back on the stylet, the stylet came out of the safety mechanism and poked the nurse on the pad of the right thumb. The thumb started to bleed and was rinsed. The nurse then went to ER for follow up. Bbp testing was initiated. The actual unit was discarded.